Event description:
Through follow-up, the following additional information was received. The report reiterated that there was no adverse patient impact or intervention required. The patient status was reported as "no particular problems" and no adverse effect on intraocular pressure (iop) in the right operative eye (od).

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: h6: (type of investigation 5): b15. The device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video was completed, and the customer¿s reported issue was not confirmed. However, it is difficult to make any conclusions based on the surgical video alone, and based on the investigation and the available information, the root cause of the reported event could not be conclusively identified. MFR # reference: (B)(4).

Event description:
It was reported that during attempt to implant the second stent from a trabecular microbypass stent system, the surgeon noticed that the tip of the trocar was not visible and expressed concerned whether it was broken. Per report, the first stent was successfully implanted, and a back-up device was used to implant a second stent to complete the procedure. There was no report of adverse patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned nested in the unsealed thermoform packaging tray. The device evaluation was completed, and the injector's trocar was found broken. This finding likely occurred during the deployment of the second stent. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).